Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not verified during evaluation. The device was subjected to extensive testing including defib cycle testing and overnight stress testing without duplicating the report. The monitor board was replaced as a precaution. The device will be recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.